Manufacturer narrative:
The reported failure "intermittent flow" occurred during treatment. The console was swapped out for another unit to continue the treatment without exception. A getinge field service technician was onsite to investing the device in question. According to the service report 43325796 dated on 2020-04-23 following work has been done: patient involved. No patient harm. Unit showed intermittent flow readings when on patient on (B)(6) ranging as high to 9 lpm. Console swapped out for another unit to continue treatment without exception. Reported onsite on (B)(6). Unable to replicate user complaint. Unit ran without issue when first tested and ran for about two hours onsite. Minor internal dust on console and drive. Ran unit overnight to monitor flow readings and determine whether flow readings start fluctuating erratically. Unit left at around 2.5 lpm, at 5000 rpm. Subject unit currently being rented by the hospital. On (B)(6) 2020, confirmed with kate dolly that unit remained at around 2.5 lpm after running over night, thus without having wide ranging lpm readings. Customer opted to keep the unit onsite for covid19 readiness. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The rotaflow risk analysis version v06 chapter h1.1.1.35 was reviewed on 2020-04-29 with the following outcome: the most possible causes for the reported failure "intermittent flow" could be determined as: malfunction of the flow measurement system: zero flow calibration failed, incorrect flow measurement, device used out of specification, software error. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-04-29 with the following outcome: in chapter 2.2 general safety instructions 2.2.6 monitoring and sensors flow measurement it is described as follows: please note that flow measurements are less accurate with flows less than 2 lpm. Use an independent external flow measurement in this flow range. Chapter 4.4 pump configuration 4.4.4 blood temperature as basis for flow measurement. To achieve the specified flow accuracy, calibrate the flow sensor, check the functionality before each application and define the current blood temperature range. The reported failure "intermittent flow" occurred during treatment and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that rotaflow console showed intermittent flow readings when on patient on (B)(6) ranging as high to 9 lpm. No harm to the patient was reported. Console swapped out for another unit to continue treatment without exception. The console was already checked by the field service technician and was unable to replicate the reported failure. Complaint ID: (B)(4).